Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check, and no anomalies were found. No parts were reportedly replaced. It was recommended to let the ventilator run with test lung and see if the event could be reproduced and contact us again if it were to recur. No further information has been received. Provided ventilator logs were reviewed and generated alarms for low o2 concentration was confirmed in the event log. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Alarm for low o2 concentration is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarm: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). No further investigation has been possible, therefore the root cause of the generated alarms for low o2 concentration has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).